Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment(s) that the external pulse generator (epg)'s. Both output connectors were broken and that the ventricular cable plug was unable to latch into the output connector due to damage. Analysis also determined that the battery drawer was sticking in the lower case. It was noted that the main printed circuit board (pcb) was damaged and the keypad window was scratched. It was further noted that both output connector nuts were discolored and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned into service subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.